Event description:
Bipolar lead, model 4262, was exhibiting intermittent undersensing and loss of capture. The lead was capped and a new bipolar lead was implanted. The implantable pulse generator(ipg), model 445, was explanted for battery depletion during the same procedure. Implant date-4/7/93, explant date-6/11/96, total implant time-38 mo. Minimum longevity at nominal settings with a 500 ohm lead is 60 months. Dist does not know the implant parameters or the lead resistance throughout the implant life of the system.